Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 28 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and dextrose to address the bg which resolved the issue with no permanent damage. Multiple attempts were made by tandem technical support to follow-up with the customer on the release date, but no response was received.